Manufacturer narrative:
Gtin for model 20022, lot # 16125054 is (B)(4). The customer¿s report of a leak from a crack at the connection site was confirmed. Visual inspection observed that the female luer component to be cracked on the top and continuing along the length of the luer. No tool markings were observed to be around the luer component. Functional testing was performed; a leak from the damaged female luer was observed. The root cause of the leak was a cracked female luer. The cause of the crack is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a 50ml infusion of dexmedetomidine was noted to have leaked from a crack at the connection site. There was no patient harm.

Manufacturer narrative:
Additional information provided by customer medwatch. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the medline tubing was found to have a crack at connection site and medication leaking out of the side. There was no harm to patient."